Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the device was explanted due to an infection. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-8416-50 (sn: (B)(4)) device evaluation indicated that visual inspection revealed that the tails of paddle lead were cut approximately 43 cm from tip of paddle. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptoms were redness, swelling, and discharges at the two incisions. The physician believed the infection was not device or procedure related. The patient was administered with intravenous antibiotics and wound vacuum was done in both sites. Both pockets were cleaned and redressed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8416-50, serial #: (B)(4), description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptoms were redness, swelling, and discharges at the two incisions. The physician believed the infection was not device or procedure related. The patient was administered with intravenous antibiotics and wound vacuum was done in both sites. Both pockets were cleaned and redressed. The patient underwent an explant procedure.